Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited pacing impedance measurements of greater than 2,500 ohms. Ra pacing and sensing failure was observed, and a lead fracture was suspected. The device was reprogrammed to ventricular-only pacing. No adverse patient effects were reported.

Manufacturer narrative:
The ra lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.